Manufacturer narrative:
Additional information: device lot number and device manufacture date provided.

Manufacturer narrative:
Device evaluation: the suspect clamp was returned to the manufacturer for evaluation and the issue was confirmed. The threads on the tip of the adjustment screw were stripped and the internal threads on the clamp arm had debris, which caused a fit issue with the mating screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the suretrak clamp being used was deformed. The deformation was reported to be widened. The site elected to use a separate clamp to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.